Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: vis (m-85519), 203cm ruler (m-83361) ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box and within a plastic bio-pouch. ¿ damage location details: the pipeline flex pusher distal hypotube was found stretched with the proximal bumper intact. The pusher resheathing pad was found damaged. The pipeline flex distal core wire was found broken at ~4.7cm from the proximal bumper. The pipeline flex braid was found stuck within the marksman catheter hub. No damages were found with the marksman catheter hub. The marksman catheter body was found accordioned at ~25.0cm from the catheter distal tip. In addition, the marksman catheter body was found accordioned from ~10.0cm to ~5.3cm from the catheter distal tip. The marksman catheter distal tip was found in good condition. The marksman catheter was dissected (cut) and the pipeline flex braid, sleeves, and tip coil were removed. The pipeline flex pusher distal core wire was found broken proximal to the sleeves. The pusher tip coil was found stretched and damaged. The pipeline flex braid proximal and distal ends were found open, but damaged (frayed). ¿ testing/analysis: the broken pipeline flex distal core wire was sent out for sem (scanning electron micrographic) failure analysis. Per the sem report, the wire failed via torsional overload. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance/stuck during delivery¿ report was confirmed. Damages to the marksman catheter (accordioning) and pipeline flex embolization device (braid fraying, separation, tip coil, pusher stretching) can occur if the device is advanced/retrieved against resistance. Possible causes of ¿resistance/stuck during delivery¿ include use of an incompatible catheter, patient vessel tortuosity, or user does not maintain continuous flush. The marksman catheter is compatible with the pipeline flex embolization device and the patient¿s vessel tortuosity was ¿moderate¿. Therefore, ¿use of an incompatible catheter¿ and ¿patient vessel tortuosity¿ were ruled out as potential causes. Information regarding if a continuous flush was used was not reported. Therefore, ¿user does not maintain continuous flush¿ could not be ruled out as a potential cause. Regarding the customer¿s ¿failure/incomplete open distal¿ report the issue could not be confirmed. The pipeline flex braid distal end was found open during analysis. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. The patient¿s vessel tortuosity was ¿moderate¿ and the braid was not positioned in a vessel bent. Therefore, ¿patient vessel tortuosity¿ and ¿user deploys braid in vessel bend¿ were ruled out as potential causes. Its possible the damage found to the distal end of the pipeline flex braid contributed to the event. However, the cause could not be determined. (Rosaj10 2023-02-24) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information was received. There was no damage to the pipeline pushwire or catheter observed.

Event description:
Medtronic received a report that aneurysm embolization and pipeline implantation were performed, and the patient's blood vessels were moderately tortuous. When ped3.25-20 stent was delivered to the lesion by catheter to deploy the stent, the tip end of the stent could not be pushed out, and repeated attempts could not be pushed out. After withdrawal, it was replaced with another model product. Catheter resistance occurred in the distal section. The distal section of the pipeline failed to open. The pipeline was not positioned in a bend. The pipeline was re-sheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was re-sheathed and removed from the patient with the microcatheter. The pipeline used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an amorphous, unruptured right clinoid segment aneurysm with a max diameter of 7.5 mm and a 4.1 mm neck diameter. Landing zone was 2.89 mm at the distal end and 3.15 mm at the proximal end. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 20 mm. Dapt (dual antiplatelet treatment) was administered. Pru level was 2. The angiographic result post procedure was right internal carotid artery aneurysm. Ancillary devices include a johnson <(>&<)> johnson sheath, johnson <(>&<)> johnson guide catheter, marksman microcatheter, and a stryker guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.